Event description:
A non health care professional reported following an intraocular lens implant procedure, the lens was explanted after 9 months in a secondary procedure. The reason for the explant was unknown. Additional information has been requested and received which states the clinical reason for the explant was poor outcome.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).